Manufacturer narrative:
Insulin pump passed the operating currents measurement, self-test and displacement test. Insulin pump was monitored for several days and no blank display anomaly noted, however moisture damage found on the lcd board and mother board. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, stained end cap sticker, stained address/serial number label and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer had high blood glucose levels of 431 mg/dl at the time of the incident. The customer was treated with manual injection. The customer stated that they pressed buttons and a black screen was found after restarted. The customer stated that the display did not returned after troubleshooting. The customer was advised to discontinue the use of the pump and revert to backup plan per health care professional as needed. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis.